Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In addition, two channels were involved in one short circuit due to undetermined reasons and one channel was disabled due to non-auditory percept. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was experiencing a buzzing sound when using the device and she was avoiding use of the audio processor. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing a buzzing sound when using the device and she was avoiding to use the audio processor. Re-implantation is being considered.